Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: infection, renal insufficiency/failure and death.

Event description:
On (B)(6) 2009, the pt underwent endovascular treatment of the descending thoracic aortic aneurysm with gore tag thoracic endoprosthesis. The pt tolerated the procedure with no complications. On (B)(6) 2009, the pt developed infective endocarditis. On (B)(6) 2009, the pt coexisted with the renal failure, interstitial lung disease and acute dic. The pt expired on this same day.